Event description:
Independent repair center: unit is alarming or has a red light. The rexroth valve is stuck, the poppet valve is not shifting, the power switch has a short circuit, and the tubing is leaking.